Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 375 mg/dl. Cause of bg level was not known. Customer went to the emergency room with moderate ketones and was subsequently admitted to the intensive care unit. Customer was treated with intravenous fluids (nature of fluids was not known) and insulin, and was discharged the following day with the issue resolved and no permanent damage. The customer reverted to an alternate method of insulin therapy.